Event description:
The customer reported that the jaws of the device broke during a laparoscopic hysterectomy. A small piece fell into the patient cavity and was retrieved by the surgeon. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.